Event description:
Analysis of the returned device revealed the coil (subject device) had broken near the detachment zone. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned in the introducer sheath and dispenser hoop. Visual, optical, photographic and microscopic examination revealed that the main coil had broken off just distal to the main junction. The main coil was also stretched, likely related to procedural factors/operational context. The delivery wire and proximal contact of the delivery wire were kinked, likely related to handling damage during use. From the information provided, there were no anomalies prior to use. It was concluded that the complaint was associated with a device which met all required specifications when released and was used in accordance with the directions for use, yet performance was limited due to procedural factors/operational context, resulting in the observed break.